Manufacturer narrative:
A bearing failed causing the right front wheel to come off. The end user fell down and was hurt, it was a minor injury. The legacy is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
A bearing failed causing the right front wheel to come off. The end user fell down and was hurt, it was a minor injury. The legacy is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).